Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump displayed a message that the ¿cartridge needs to be put back on¿. Customer reported no alarms or alerts occurred. Customer was unable to recall further details regarding the event (date, blood glucose level) and declined to provide further information regarding the event.